Event description:
It was reported that during a total hysterectomy procedure, there were insufflation issues with the trocar. Switched to a new trocar to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.